Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, corrosion and contamination was found on the printed circuit board assembly, due to this condition the unit was unable to power up.

Event description:
It was reported that the remote monitor was no longer receiving power. A new power cord had been tried but the situation did not resolve. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.